Event description:
The customer reported the c-arm cradel drifts. No injury to pt occurred.

Manufacturer narrative:
The service rep tightened c-arm cradel to customer satisfaction. Verified c-arm operation and all mechanical movements. Unit fully functional and operating as intended.